Event description:
Anaphylasix to latex dam, and/or latex gloves during a root canal. Rptr felt their tongue swelling and braking out, and becoming painful. Rptr asked the assistant if the rubber dam was made of latex (rptr told her the previous week that she was very allergic to latex, especially when contacted with mucous membranes. Rptr's throat would swell, she would start wheezing, and that she had been like that with each exposure, and the reaction worsened). The aid told the dentist, who in turn put kleenex around her lips between the dam and continued. When he finished, rptr began wheezing and coughing; and eventually stopped breathing. Treated with intravenous epinephrine, benadryl, and steroids.